Event description:
It was reported that customer experienced CGM error with sensor and contacted support for assistance. There was no reported impact to the customer¿s blood glucose level. Technical Support guided customer through pump reset steps, after which error did not reappear and customer successfully started new sensor session.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.